Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received both pumps were exhibiting no disposable, clamp tubing, when a smiths medical, cadd medication cassette were attached. It was reported the end user mixed another cassette to resolve. Per reporter there are air bubbles in the prefilled veletri cassettes, a two-inch air bubble was in the line when she primed and she feels like she is wasting medication. No adverse patient effects were reported. No additional information is available at this time.